Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Received device tracking information. Healthcare professional reported the reason for removal was noted as right side capsular contracture baker grade unknown and rupture. Physician confirmed no capsular contracture. Device has been explanted.

Event description:
Healthcare professional reported the reason for removal was noted as right side capsular contracture baker grade unknown and rupture. Healthcare professional confirmed no capsular contracture. Device has been explanted and discarded.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported, via phone call, there was no capsular contracture on the right side.

Manufacturer narrative:
The event of capsular contracture has been unreported by physician.